Event description:
It was reported that cartridge leaked insulin from septum while customer was using pump, and issue occurred one time with cartridge that had been filled off pump with less than 300 units of insulin. There was no adverse impact to the customer¿s blood glucose level. Customer chose to continue using same cartridge, resumed insulin therapy successfully with original cartridge, and cartridge was not returned for evaluation.